Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported by the customer to arjo, that the maxi sky 600 ceiling lift required a servicing. At time of inspection it was established that the track installation has moved from the one ceiling bracket. No track detachment occurred as it was still supported by another two anchor points. Neither injury nor harm was reported.

Event description:
It was reported by the compass housing services (dubbo, australia) to arjo, that the two maxi sky 600 ceiling lifts required a servicing because noisy functioning. At time of inspection performed on 10 apr 2018, it was established that the units work noisy because the track installation has moved along the ceiling brackets. The same issue occurred in two bedrooms so each occurrence was reported as a separate submission under manufacturer report number: manufacturer report number: 9681684-2018-00037. In both cases, no track detachment occurred as it was still supported by another two bracket points. Neither injury nor harm was reported.this report concerns maxi sky 600 with model number ld10014 and serial number (B)(6).

Manufacturer narrative:
It was reported by the compass housing services (dubbo, australia) to arjo, that the two maxi sky 600 ceiling lifts required a servicing because noisy functioning. At time of inspection performed on 10 apr 2018, it was established that the units work noisy because the track installation has moved along the ceiling brackets. The same issue occurred in two bedrooms so each occurrence was reported as a separate submission under manufacturer report number: 9681684-2018-00036 and manufacturer report number: 9681684-2018-00037. In both cases, no track detachment occurred as it was still supported by another two bracket points. Neither injury nor harm was reported. This report concerns maxi sky 600 with model number ld10014 and serial number (B)(6). The track involved in this complaint was a linear kwiktrack rail supported by three bracket points. The installation was mounted at the customer facility over 8 years ago by third party company mick differ, no arjo. No installation nor maintenance records were made available to arjo. As per system design, the kwiktrack rail is connected and supported to the hardware installation structure (inserted above the ceiling plate) by kwiktrack bracket attachments. Each bracket attachment is equipped in the black wings which should be aligned with the track at time of installation to avoid movement of the track along its brackets. As per the track installation guide (001-11161-en) which includes the technical information about the system assembly, the bracket is locket when the black wings are not visible and unlocked when the blacks wings are visible. Based on the information collected during the visual inspection of the involved installation system and photographic evidence, we (arjo) have been able to establish that the main cause of the incident was incorrect assembly of the bracket: the black wings were visible what means that the bracket locking mechanism was in the open position. In result, the track may move along its brackets. We were able to define two potential causes of this issue: 1) the installation was not completed adequately (at time of installation the bracket mechanism was not closed), 2) the installation was irregularly serviced (during yearly maintenance should be confirmed that the track system, including its brackets, are still performing as intended and are secured). None of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event because the reports from last services and the initial commissioning form were not available for arjo. The requirements described in the device instruction for use 001.14150.33.en rev.4 to perform the maintenance of installation yearly allows to detect any problems with the installation. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. To conclude, the installation was unstable and from that perspective, the system was not up to the manufacturer's specification. It is unknown if while the incident occurred the maxi sky 600 ceiling lift was being used for resident transfer. Although no injury was reported to arjo, we have reported investigated event to competent authorities, due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.